Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator, right atrial and right ventricular leads was explanted due to infection. The patient was stable post procedure.

Event description:
New information received noted that the physician did not allege the infection to be product or procedure related.